Manufacturer narrative:
(B)(4). The device has been scrapped. Therefore no laboratory investigation could be performed. Maquet cardiopulmonary (B)(4) will submit a supplemental medwatch on receipt of further evaluation.

Event description:
According to the hospital: "there is blood leakage from the one-way valve connection during patient use." (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Investigation was performed based on received video. It can be clearly seen that there is a leakage between the 70104.5749 tube and 70105.2890 adapter tube. Based on this failure could be confirmed. Sap trend search was performed (material 70104.9279, failure code 0128 manifold line) which came to following results: 8 additional complaints were recorded since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,2%, which is below than 1%. Due to this information no systemic issue could be determined. Also maquet cardiopulmonary is aware of similar issues which were recorded with different material numbers and failure codes. Therefore getinge cp antalya has been initiated a CAPA based on several complaints showing the same symptoms with different material numbers than the one in this complaint, in order to determine the root cause and initiate further actions to determine corrective measures for the failure. All further steps will be performed in accordance to CAPA (B)(4). This complained product was manufactured before the corrective actions are implemented in CAPA (B)(4). Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. As a corrective action, CAPA (B)(4) has been already initiated to address the appropriate corrective/preventive actions. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time